Event description:
The customer reported being hospitalized due to high blood glucose of 161mg/dl by the time the paramedics arrived. The customer stated that she went to church and she passed out during a church service. The customer was feeling sick and vomiting. The caller mentioned having urinary tract infections. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm. Assisted the customer to run a manual prime test and the insulin did exit. After he customer received the tubing clamp, the high pressure test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.